Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and could confirm the error 48245 towards the illuminator on the vision side cart (vsc). The fse then replaced the illuminator. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered a fault with the camera head not lighting up, and the system displayed error 48265. The tse suggested using a third illuminator to continue the procedure. The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the illuminator for failure analysis investigation. The unit was analyzed and upon visual inspection, no issue was found that would relate to the reported complaint. The unit was then installed onto the golden system where the reported failure was replicated. The illuminator was not present in the system laptop app, the system failed to detect the installed illuminator. During the installation of the lamp module, it was hard to open the module compartment. The illuminator doesn't have light. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the information source was present during the event. The issue was resolved with the help of a third-party illuminator.

Event description:
Refer to h11 for follow-up information.